Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the pace/sense portion of the lead was capped, and a chronic pace/sense lead was used, due to oversensing and inappropriate therapies. The high voltage portion remains in use. It was also reported that there was a lead fracture. Additional information was later received reporting that pocket manipulation caused oversensing. The leads remain in use. Follow-up information received indicates the patient will be brought in to revise the leads. No further patient complications have been reported as a result of this event. It was further reported that there was an insulation break on the pace/sense lead. The tachy lead was explanted, the pace/sense lead was capped, and both were replaced with a single new lead.

Event description:
It was reported that the right ventricular lead was oversensing and is now inactive. No futher patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The proximal conductor was fractured. The distal conductor and defibrillation conductor were distorted. The inner tubing was kinked/buckled. The outer tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking and breached cut. There was outer tubing environmental stress cracking breach/breach (non-electrical). There was a white substance on the exposed defibrillation coil. There was outer insulation cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. Performance data collected from the lead was analyzed and revealed that there was oversensing with 10 - ventricular non-sustained tachycardia <=200 ms average v-cycle between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.